Manufacturer narrative:
Reference record (B)(4). Correction; due date for initial MDR 14 june 2023. Initial MDR submitted 13 june 2023 on time. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Follow up MDR submitted to inform of correct due date for initial MDR 14 june 2023 not 12 june 2023. On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient had complaints of pain in the stoma area and went to the emergency department where he was admitted and prescribed and unknown antibiotic. It was reported an x-ray was also done which showed a lot of feces and gas. The patient was discharged home with oral antibiotics twice a day. On (B)(6) 2023, the patient was visited at home by a nurse who observed that stoma site care was being carried out well, but fecaloid material was observed at the stoma site. The patient was complaining of abdominal pain and reported that no bowel movement had occurred for many days. The patient was advised to go to the emergency room. On (B)(6) 2023, the patient again went to the emergency room , where as per the reporter( son) an ultrasound was performed. In addition ; surgical intervention was done which showed no signs of perforation, but peritonitis was observed. It was cleaned and closed. The peg remained in place, but duodopa was discontinued until recovery from surgery and constipation had been resolved. Information for this report was given by the patient's family member. There was no malfunction or deficiency of the device reported.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of 4581 was chosen to capture the event of peritonitis. Peritonitis is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient had complaints of pain in the stoma area and went to the emergency department where he was admitted and prescribed and unknown antibiotic. It was reported an x-ray was also done which showed a lot of feces and gas. The patient was discharged home with oral antibiotics twice a day. On (B)(6) 2023, the patient was visited at home by a nurse who observed that stoma site care was being carried out well, but fecaloid material was observed at the stoma site. The patient was complaining of abdominal pain and reported that no bowel movement had occurred for many days. The patient was advised to go to the emergency room. On (B)(6) 2023, the patient again went to the emergency room , where as per the reporter( son) an ultrasound was performed. In addition ; surgical intervention was done which showed no signs of perforation, but peritonitis was observed. It was cleaned and closed. The peg remained in place, but duodopa was discontinued until recovery from surgery and constipation had been resolved. Information for this report was given by the patient's family member. There was no malfunction or deficiency of the device reported.